Event description:
It was reported that the o2 hose that connected to the ventilator's o2 inlet was leaking. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. A leakage was confirmed from the o2 hose. The problem was solved by replacing the o2 hose clamp. The o2 hose is a getinge product. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).